Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels 40 mg/dl. The customer¿s other relevant blood glucose levels were 400 mg/dl and 344 mg/dl. The customer stated that the sensor of the insulin pump had lost sensor alarm as well as calibration not accepted alarm. The customer declined troubleshooting for high blood glucose level and the insulin pump will not return for analysis.